Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was given anti-platelet medication before and during the procedure. Angiography was performed which led to the discovery of thrombosis. A non-bsc stent was also deployed in addition to the 3.0mm x 12mm promus stent that was deployed in the left anterior descending (lad) artery. The patient was also given anti-platelet medication at the time of discharge and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesions were located in the diagonal and left anterior descending (lad) arteries. A 2.50x16mm promus premier¿ drug-eluting stent was deployed into the diagonal artery and a 3.0mm x 22mm non-bsc stent was deployed in the lad artery. Despite administration of heparin anticoagulant, thrombosis developed in the diagonal artery which was then removed by using a non-bsc aspiration catheter. A 3.0mm x 12mm promus stent was then deployed in the lad artery and the procedure was completed. No further patient complications were reported.